Event description:
A coronary stent was successfully advanced to the target lesion site in the pts mid right coronary artery (rca). Upon attempted deployment of the stent, the balloon catheter was inflated to 7 atmospheres of pressure and subsequently, the balloon catheter was deflated and removed from the pt. Subsequent fluroscopy showed that the stent did not appear to be deployed and had migrated within the vessel to the proximal region of the rca. In response, another balloon catheter was utilized to fully expand and successfully deploy the stent at the proxmal rca. Subsequently, another sds was successfully utilized to deploy a stent at the origional target lesion site located in the mid rca. There were no add'l complications reported relative to this event.